Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not sense the cassette was attached it gives alarm even though the cassette was attached and it was found out during setup.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Confirmed customer complaint of, cassette not being recognized when attached, through dso/uso sensor test and 50ml cassette test. Replaced latch/lock flex sensor. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found no service within the last 12 months. The probable cause of the reported problem unknown. All functional test of the device passed